Manufacturer narrative:
Evaluation summary: the damage noted to the device typically happens when the articular surface is not appropriately lined up with the mating component when it was attempted for insertion. Root cause appears to be improper alignment prior to attempted insertion; however, this cannot be definitively determined with the information provided. Evaluation: the articular surface was returned for review and has one side of the dovetail which is compressed. The device met print specifications where measured. The device history records were reviewed, indicating the device was manufactured, inspected, and packaged to specifications.

Event description:
It was reported that the surgeon had difficulty inserting the articular surface. A second articular surface of the same size used to complete surgery.